Manufacturer narrative:
Should read, "(B)(6)" based on additional information. The patient is (B)(6) in height. An event regarding arthofibrosis and reduces range of motion involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Medical records received and evaluation: review of the provided medical records indicated that there is no evidence to suggest that the design, manufacture, or materials of the device were responsible for the clinical situation. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: review of the provided information does not indicate an issue with the design, manufacture, or materials of the device.

Event description:
It was reported that upon review of documents, it was discovered that this patient's insert was revised in 2011. Pre -operative diagnosis: failed right total knee replacement due to arthrofibrosis. No evidence with possible tightness of the posterior cruciate ligament. Post-operative diagnosis: arthrofibrosis with tightness of the posterior cruciate ligament. Operations performed: arthrotomy right knee with lysis of adhesions, extensive debridement, lateral retinacular release, exchange of polyethylene, and recession of the posterior cruciate ligament.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Discarded.

Event description:
It was reported that upon review of documents, it was discovered that this patient's insert was revised in 2011. Pre -operative diagnosis: failed right total knee replacement due to arthrofibrosis. No evidence with possible tightness of the posterior cruciate ligament. Post-operative diagnosis: arthrofibrosis with tightness of the posterior cruciate ligament. Operations performed: arthrotomy right knee with lysis of adhesions, extensive debridement, lateral retinacular release, exchange of polyethylene, and recession of the posterior cruciate ligament.